Event description:
It was reported that the ilet user experienced a low blood glucose episode following an incorrect meal announcement that led to an overestimation of meal size and subsequent hypoglycemia. Coaching on proper meal announcements was provided and troubleshooting and education were completed. Symptoms included hypoglycemia with a nadir of 30 mg/dl accompanied by shakiness. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included user interview and review of use behavior with targeted retraining on meal announcements. Investigation of this case revealed that user error related to incorrect meal announcement contributed to the hypoglycemic event, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect meal entry leading to excess insulin delivery.